Event description:
The following has been reported: nurse reported: docetaxel found to be leaking from secondary port of cassette (drug was running through primary port). Patient received approximately 159ml out of 282 ml of drug. IV bag and tubing disconnected from patient, placed in hazardous material bag and returned to pharmacy where it was disposed of. Pharmacy remade patients dose to finish remainder of infusion. Patient injury/adverse reaction: no - medical intervention required: no - stopped active infusion: yes - result in over/under infusion: yes - occurred: during infusion on secondary line - drug used: n/a - incident type: leak, tubing disconnected - action taken: n/a. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak from the cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette, 4) cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.